Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. Inspection of the bearing was performed confirming product identifiers, engraved reference number, the cut-out matches the print and the device is a right. Articular surfaces. Visual examination of the returned articular surface identified minor surface scratches and dull wear marks. The dovetail features were found to be flared on both sides with additional wear around the non articular surface (extractor slot). Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of the complaint history identified similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the bearing would not fit on the tibial implant. A second bearing was used to complete the procedure. No patient harm or impact was reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.